Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that the neurostimulator was uncomfortable for the pt. A surgical procedure was performed at which time, while the incision was open, the neurostimulator was replaced. The pt recovered without sequelae.